Event description:
Neptune suction did not display acute blood loss volume. When large volumes are being pulled out the machine can not provide an accurate reading of that volume and volume does not read below 50ml. Machine pulled and company rep to assess.